Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The patient's blood glucose at the time of incident was 401 mg/dl, which she treated with insulin pump bolus. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm. Unit was received with no button response due to flattened act button keypad dome (no crease). Button keypad connector was found closed properly during visual inspection. Unit was received with scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Additional: additional information has been reviewed after the initial report was submitted. Please see d11 for additional information.